Manufacturer narrative:
An event of calcification and dyspnea was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
In (B)(6) 2010, a 21mm trifecta valve was implanted for the surgical treatment of aortic valve calcification. On (b)6) 2017, the patient experienced dyspnea which was due to bioprosthetic valve degradation and stenosis of aortic ostia. On (B)(6) 2018, the valve was explanted. Upon explant, calcification was observed on the valve. A perceval caliber s valve ((B)(4)) was implanted as the replacement. The patient is reported to be stable and was discharged home. (Clinical study patient ID: (B)(6))

Event description:
In (B)(6) 2010, a 21mm trifecta valve was implanted for the surgical treatment of aortic valve calcification. On (B)(6) 2017, the patient experienced dyspnea (stage iii nyha) which was due to bioprosthetic valve degradation and stenosis of aortic ostia. The patient had a logistic euroscore of 23% and euroscore ii of 10%. A tee showed the lvef of 65% and a normal mitral valve as well as mixed degeneration of the trifecta valve, mainly on the stenosing mode with mean gradient lv-ao at 50mm hg and functional surface area at 0.77 cm2, meaning 0.50 cm2/m2. The patient was considered to be high risk for a tavi procedure due to coronary artery occlusion with the device. Therefore, on (B)(6) 2018, the valve was surgically explanted. Upon explant, calcification was observed on the valve. A perceval caliber s valve (sn (B)(4)) was implanted as the replacement. The patient is reported to be stable and was discharged home. The patient has a history of ischemic cardiac disease, a double bypass, a valvuloplasty (2010), tia (1963), hypertension, and is a non-smoker. (Clinical study patient ID: (B)(6)).